Event description:
Account reported that during surgery the system gave error message and became unresponsive (frozen). When the surgeon shut downed the machine and rebooted the same problem occurred. The surgery was completed with another system and no patient injury was reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). A field service specialist (fss) visited the account and checked the laser after the event. Fss found no battery voltage on the instrument host board and replaced it. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
In initial report, the category "other" for outcomes attributed to adverse event was selected in error. The categories are not applicable to the event as it pertains to a product problem. In follow up#1, this section was indicated as no; however this was incorrect and should have been indicated as yes available for evaluation and returned to the manufacturer on 3/3/2014. (B)(4). In follow up#2, date received by manufacturer was not provided as it should have indicated august 27, 2014 in follow up#1, not returned to manufacturer was selected in error. The unit was evaluated by a field service specialist at site location as reported in initial report. In addition, the part replaced by the specialist was sent for further evaluations. The evaluation performed by the manufacturer resulted in the same findings as was determined by the site location evaluation, the part was then scrapped and a definitive cause was not determined. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.